Event description:
On (B)(6) 2015, my CPAP machine had an electrical meltdown while in use, causing me to breathe in harmful fumes for an unk amount of time. I awoke due to a phone call, which probably saved my life. The inside of my nose and mouth were covered with soot and I was disoriented for several days. Since that day I have had severe breathing problems and chest pain. I have passed out several times and my brain functions are not the same. I have seen my primary care physician who prescribed numerous medications with no effect. I am still coughing up a yellow substance and having difficulty breathing. I have also seen a pulmonologist, cardiologist and had neuropsychology assessment performed. Even after all this time, I am still experiencing shortness of breath, fainting spells, decreased brain function and chest pain.